Event description:
Fire broke out...cable of the electric toothbrush caught fire - oral-b [device catching fire] electrical defect in the batteries - oral-b [device electrical finding] case narrative: a lawyer via e-mail stated that a fire broke out on their client's property due to a cable of the oral-b electric toothbrush/pro 2 health center oxyjet blue catching fire. The device was found to have an electrical defect in the batteries. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.